Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the physician experienced difficulty with an attempted lead. The helix kept jumping out so normal fixation was not possible. The physician opted to use a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found. Visual analysis of the lead indicated the lead was stretched and damage at implant. The analyst noted that the lead was returned stretched, measured 53.5 cm. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin. No further helix testing possible. If information is provided in the future, a supplemental report will be issued.